Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and gastrointestinal bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's gastrointestinal bleeding resolved without sequelae on (B)(6) 2021; however, their hemoglobin remained low.

Event description:
It was reported that the patient experienced post operation right ventricular failure with low flow alarms and pi events. The patient continued to have bloody stools through (B)(6) 2021. The patient was treated with blood transfusion and vitamin k. As of (B)(6) 2021, the patient felt well and stools returned to normal. No more maroon stool noted in bowel movement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with a history of pre-existing anemia and gastrointestinal (gi) bleeding. On admission, the patient's hemoglobin (hgb) level was 5.9 g/dl and they were experiencing maroon colored stools. On (B)(6) 2021 the patient underwent a gi bleed scan to search for active bleeding. The patient received multiple transfusions between (B)(6) 2021 and the date of their lvad surgery on (B)(6) 2021 with fair to moderate increase in hgb. On (B)(6) 2021 the patient's hgb was 9.4 g/dl. On (B)(6) 2021 the patient's hgb dropped to 7 g/dl, requiring transfusion. The patient's hgb value remained at 7, so on (B)(6) 2021 another transfusion was given. On (B)(6) 2021 the patient's hgb increased to 9 g/dl. The patient continued to have maroon colored stools. Additionally, the lvad placement was not believed to be contributory to the patient's gi bleed. The vad coordinator reported that the patient's drop in hgb on (B)(6) 2021-(B)(6) 2021 was most likely a combination of the lvad surgery and the gi bleed. In short, the lvad placement did not cause the gi bleed, but most likely contributed to the drop in hgb. The patient was no longer having maroon colored stools and had an hgb of 8.2 g/dl on (B)(6) 2021. The patient remained on a study treatment arm drug and was temporarily taken off of coumadin to undergo a capsule endoscopy as a means to find a source of the gi bleed.

Event description:
It was reported that a pre-implant nuclear medicine gi bleed scan was negative for active bleeding. The patient underwent lvad surgery on (B)(6) 2021 and received 1 unit of packed red blood cells (prbc) and 3 units of platelets. Per the principal investigator, these transfusions were standard practice. The patient's pre-surgery hemoglobin was 11 g/dl. On (B)(6) 2021, the patient's hemoglobin was 8.8 g/dl and 2 units of prbcs were given. The patient's hemoglobin level was 9.1 g/dl on (B)(6) 2021, 8.1 g/dl on (B)(6) 2021 (1 unit prbcs given), and 7.6 g/dl on (B)(6) 2021 (1 unit prbcs given). On (B)(6) 2021, the patient had hemoccult positive stool. On (B)(6) 2021, the patient's hemoglobin was 7.6 g/dl, and a capsule endoscopy was attempted but was incomplete. On (B)(6) 2021, the capsule endoscopy was completed with small arteriovenous malformation (avm) and possible dieulafoy lesion seen, but no active bleeding. No further rectal bleeding was noted. Between (B)(6) 2021, the patient's hemoglobin values were running in the high sevens to mid-eight range. From (B)(6) 2021. The patient's hemoglobin was running in the high 8's.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.